Event description:
Patient reports that she has been getting treated by doctor and an infectious disease physician for an infection post implant. Patient reports the infection was in the thoracic incision. She is on antibiotics and the infectious disease doctor says it looks good. Patient also reported that she was doing some stretching and the incision may have opened and that may of caused the infection.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.